Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was used to obtain drainage in the bile duct during an endoscopic retrograde cholangiopancreatography stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started to deploy the stent; however, resistance was noted and reconstrainment of the delivery system was impossible. The physician removed the partially deployed stent and used another wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.